Event description:
It was reported that this lead, located in the coronary sinus, exhibited high out of range pacing impedance of greater than 3,000 ohms. Loss of capture was also observed, and a lead fracture was suspected. The physician decided to closely follow the patient via the latitude remote patient monitoring system, pending eventual revision. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this lead, located in the coronary sinus, exhibited high out of range pacing impedance of greater than 3,000 ohms. Loss of capture was also observed, and a lead fracture was suspected. The physician decided to closely follow the patient via the latitude remote patient monitoring system, pending eventual revision. No adverse patient effects were reported. This lead remains in service. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.